Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 447 mg/dl. Troubleshooting was performed, and found that the time was set to am instead of pm. The insulin pump passed the prime test, but failed the high pressure test. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.